Manufacturer narrative:
Additional information was received that the patient¿s incision site was irritated and was not closing properly. The physician believed there was no infection as the culture result was negative, but did believe that the patient may have an allergy to the implant. The patient underwent an explant procedure and was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm; model #: sc-4316, lot #: 16427998, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the battery incision site. Symptoms were redness at the site as well as slightly warm, pinkish discharge. Antibiotics were prescribed to the patient.

Event description:
A report was received that the patient was suspected to have infection at the battery incision site. Symptoms were redness at the site as well as slightly warm, pinkish discharge. Antibiotics were prescribed to the patient.

Event description:
A report was received that the patient had an infection at the battery incision site. Symptoms were redness at the site as well as slightly warm, pinkish discharge. Antibiotics were prescribed to the patient.

Manufacturer narrative:
Additional information was received the physician was not sure if the event was device or procedure related. The physician thought that it might have been a flu or a urinary tract infection, but there was no way of knowing. There is no further course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.